Manufacturer narrative:
No button error alarm or battery out limit alarm noted. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
Customer reported via phone call to have received a button error alarm and was able to clear. Customer changed batteries and received a battery out limit alarm. Customer reported that when alarm was cleared, customer attempted to adjust time and date the date and time would change due to up and down arrow buttons. Customer reported to have been out in the rain, but insulin pump was not wet. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.